Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to perform plain old balloon angioplasty. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.